Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. The customer's blood glucose was 571 mg/dl at the time of admission. Customer stated they were vomiting from their high blood glucose. The customer attempted to treat their blood glucose with the insulin pump, but their blood glucose would not decline. The cause of the customer's hospitalization was from diabetic ketoacidosis. The customer was treated with an IV drip for their blood glucose. The customer was connected to the insulin pump at the time of their hospitalization. It was also found the customer received a no delivery alarm when attempting to deliver insulin to their body. Customer declined to check for the presence of leaks or air bubbles on the insulin pump during troubleshooting. Customer also declined to check for their settings. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.